Event description:
One relative large and one small burn blister in neck area [burns second degree]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) year-old female patient used thermacare heatwrap (thermacare heatwrap) on (B)(6) 2015 for 7 hours topically for tenseness and headache. The patient's medical history and concomitant medications were not reported. The patient previously used thermacare heatwraps and was tolerated. On (B)(6) 2015, the patient experienced one relative large and one small burn blister in neck area. Action taken in response to the event for thermacare heatwrap was permanently withdrawn. Therapeutic measures taken as a result of event included applying burn wound tape, but surgical intervention was not required. Clinical outcome of the event was recovered on an unspecified date. It is not expected that the patient will suffer from long-term damages. Reporter's causality assessment reported as ensured. Additional information has been requested and will be provided as it becomes available. Follow up ((B)(6) 2015): new information received from pharmacist included: patient details, relevant history, dosage regimen, action taken, event description, therapeutic measures, event outcome, and causality. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the events burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability.

Event description:
Burn blister [burns second degree] case description: this is a spontaneous report from a contactable pharmacist. An approximately (B)(6) female patient used thermacare heatwrap (thermacare heatwrap) on (B)(6) 2015 for tenseness and headache. The patient's medical history and concomitant medications were not reported. On (B)(6) 2015, the patient experienced a burn blister. Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. No assessment of causality was provided. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.